Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) #: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00722-1.

Event description:
It was reported two (2) screwdrivers seem to have trouble rotating during a rib fracture case. Additional drivers were available and were used to successfully complete the surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The two (2) 90 degree contra angle screwdrivers (part# 24-1189, lot# 008100, 267770) were visually evaluated. Both drivers were in good condition overall with just some minor scratches and discoloration. Functional testing was done by turning the knob on each driver in both the clockwise and counter-clockwise directions and then they were disassembled for further inspection. The driver from lot# 008100 was very easy to turn with no issues. The driver was tested with a temporary fixation screw (76-0017) and found to be somewhat sticky during rotation. Disassembly showed slight stripping of the gears. The driver from lot# 267770 was difficult to turn. Disassembly showed that the internal gears were stripped and some metal shavings fell out during disassembly. Device history records (dhrs) were reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated: avoid undue stress or strain when handling or cleaning instruments. The discoloration is most likely due to residual from the cleaning process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00722-2.

Event description:
This follow-up report is being submitted to relay additional information.